Event description:
It was reported that during a sigmoid resection procedure, on the first firing when the device was fired, it cut but did not staple. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2012. Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Intestine. What location on the tissue was being stapled? On sigmoid. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What colour (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Yes. Did the surgeon move the firing knob left and/or right before firing? Unk. Was the handle closed completely before firing? Yes. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Unk. Were any unexpected noises heard? Unknown. Did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? At least 5 years. Was there a recent conversion to ees devices in this account /surgeon? No. The reload cartridge was loaded with the retaining cap on - is this correct? If so, what actions were taken to address this error in usage? I mean they correctly put the cartridge in the jaw and then removed it before firing. Were any forces higher or lower than expected? If yes, were they higher or lower? When, during: closing, opening or firing? Normal force.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.